Event description:
It was reported the patient presented to the hospital. There was no capture on the lead due to potential perforation of the atrial wall. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.